Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported that the patient's pain was gradually and increasingly getting worse. In (B)(6) the patient had injections to help with the pain, but it had not worked. The patient was attempting to schedule a reprogramming. Additional information received reported the patient did not have a greater than 50% symptom reduction. There was an increase in pain since (B)(6) 2015 and the stimulation was "pissing off" and aggravating the pain. Reprogramming was completed to make it more simple for patient, but since then, the patient noticed the adjustment was not helping. The patient had though it would be simpler to work her hips and legs at the same rate, but she forgot that her hips hurt much worse than her legs. If the patient turned her stimulation up, she could not walk. The patient had difficulty in walking due to the pain not being covered by the stimulation. She was not able to walk as long of a distance as she was before and that this had been getting increasingly worse. The difficulty in walking was due to the pain she always had in the hip and down the legs, not the new pain. There was a gradual loss of therapeutic effect. The patient was reprogrammed and the stimulation was covering the area of the pain, but it was not relieving it. The event cause was unknown, and the patient was meeting with the neurosurgeon on (B)(6) 2015 to investigate new pain. There was no loss of stimulation. The healthcare provider noted the patient was not recovered and the issues were ongoing. The patient stated that she did not have concerns with her device or therapy and that she received assistance from her doctor or manufacturer's representative on (B)(6) 2015 and her concerns resolved. Additional information received from the patient reported that the device was explanted on (B)(6) 2015 due to it not covering her pain. She wanted to donate her equipment. Relevant medical history included chronic low back pain and spinal pain.